Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. The rn left the patient's room and heard an alarm. When she re-entered the room the screen was blank and there was a smell of smoke. The rn states the customer had already switch consoles without issue or h arm to the patient. They were in process of weaning the patient from the iabp. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the motor control board, the solenoid control board, and the power management board. The fse then performed and completed a preventive maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Updated fields: b4, b6, b7, d4(version or model #), d10, g4, g7, h2, h6 h10, h11. Corrected field: h4. The supplier returned the power management board to the national repair center (nrc). The supplier stated that the board was unrepairable after multiple attempts to repair the board. The board was unrepairable. The board was retained in the nrc per procedure. A supplemental report will be submitted when our investigation is completed.

Event description:
N/a.

Manufacturer narrative:
In the initial MDR, the patient code that was selected, was incorrect. The reported issue occurred during use on a patient, with no patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. The rn left the patient's room and heard an alarm. When she re-entered the room the screen was blank and there was a smell of smoke. The rn states the customer had already switch consoles without issue or h arm to the patient. They were in process of weaning the patient from the iabp. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period oct 2019 through sep 2020 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
The suspected faulty power management board, solenoid control board, and motor control board were sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The national repair center installed the power management board into the cardiosave test fixture and tested the board to factory specifications per procedure and service manual. The national repair center did not verify the failure of the unit shutting down; how ever, the national repair center verfied when ac power is applied the unit will turn on without pressing the on off switch. The board failed testing. The shorting of c12 could be the result of the power management board malfunctioning. The power management board was sent to the supplier per procedure and upon the inspection of the board per procedure the installation of cn167210 is required. A senior repair technician inspected the solenoid control board, and visual damage was observed to component c12 which is shorted. The shorting of c12 resulted in heavy smoke damage to the board. Due to this damage, the board could not be tested. The shorting of c12 on the solenoid control board could have resulted in the malfunctioning of the power management board. The solenoid control board was retained in the national repair center per procedure. A senior repair technician inspected the motor control board, and visual smoke damage was observed to the solder side of the board, caused by the shorting of c12 on the solenoid control board. The board could not be tested due to the heavy smoke damage. The motor control board was retained in the national repair center per procedure. A supplemental report will be submitted when additional information is provided of the supplier's evaluation for the power management board.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. The rn left the patient's room and heard an alarm. When she re-entered the room the screen was blank and there was a smell of smoke. The rn states the customer had already switch consoles without issue or h arm to the patient. They were in process of weaning the patient from the iabp. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly when it becomes available. The full name of the event site was shortened due to field character limit; the full name is (B)(6). Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. The rn left the patient's room and heard an alarm. When she re-entered the room the screen was blank and there was a smell of smoke. The rn states the customer had already switch consoles without issue or h arm to the patient. They were in process of weaning the patient from the iabp. No patient harm, serious injury or adverse event was reported.